Manufacturer narrative:
(B)(4).

Event description:
It was further reported that balloon dilatation of this 3.5x20mm synergy was performed 2 times at 11atm every 20seconds and then the 3rd inflation was done at 12atm. The balloon could not be deflated at all. The patient experienced st elevation and cardiogenic shock.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the hub/manifold. The stent was deployed during the procedure and therefore not returned for analysis. The balloon wings were relaxed and open and were subjected to positive pressure. There was evidence of dried medium resembling blood inside the balloon. The device was placed in a heated waterbath to dissolve the solidified contrast media inside the device. There was a 3mm longitudinal tear identified 11mm distal of the distal edge of the proximal markerband. There was no issue with the proximal balloon bond, there was no evidence of focal ¿neckdown¿ on the bond. The device was removed from the guide catheter and a visual and tactile examination found that the hypotube broke at 1490mm from edge of the distal tip. There were also multiple severe hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was cut 857mm from the proximal edge that was previously cut on return. The hypotube was submerged in water to free up the hypotube channel. Positive pressure was applied to the proximal edge of the hypotube and was eventually freed of any solidified media contained inside. A visual and tactile examination found the port weld stretched for 2mm. The hypotube tab was displaced from the back of the port weld site, resulting in the midshaft being stretched (proximally) for a length of 29.5mm. There was a twist in the midshaft 125mm distal of the hypo/midshaft bond. There were also several outer/inner kinks. The inner was severely stretched and accordioned 3mm distal of the bi-component bond. An attempt was made to inflate the distal components however this failed due to the severe damage and multiple kinks noted. This type of damage observed is consistent with excessive tensile force being applied to the device. The type of damage evident may have contributed to the physician experiencing difficulty deflating the balloon lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the moderately tortuous mid to distal right coronary artery (rca). A 2.5x12mm synergy¿ was deployed in the distal rca. This 3.5x20mm synergy¿ was then deployed in the mid rca. The balloon was inflated 3 times to 14 atmospheres; however, it could not be deflated at all. The balloon was withdrawn out of the artery, but could not be pulled into the sheath. The physician then cut the hub of the synergy¿ delivery system. After also cutting the tip of a non bsc balloon catheter, that device was then delivered via the guide catheter and the jagged edge was used to rupture the synergy¿ balloon. The synergy¿ and non bsc balloon were removed together. Intravenous ultrasound was performed and confirmed the stents were well apposed and the procedure was completed. There were no patient complications reported and the patient¿s condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the moderately tortuous mid to distal right coronary artery (rca). A 2.5x12mm synergy" was deployed in the distal rca. This 3.5x20mm synergy" was then deployed in the mid rca. The balloon was inflated 3 times to 14 atmospheres; however, it could not be deflated at all. The balloon was withdrawn out of the artery, but could not be pulled into the sheath. The physician then cut the hub of the synergy" delivery system. After also cutting the tip of a non bsc balloon catheter, that device was then delivered via the guide catheter and the jagged edge was used to rupture the synergy" balloon. The synergy" and non bsc balloon were removed together. Intravenous ultrasound was performed and confirmed the stents were well apposed and the procedure was completed. There were no patient complications reported and the patients condition was good.